Event description:
The facility representative reported a colleague infusion pump that the alarms are not working. It is unknown when the reported condition occurred. There was no patient injury or medical intervention reported. There is no additional information available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.